Manufacturer narrative:
Event occurred nearly two years ago and the hospital reported this adverse event during post market clinical follow up.

Event description:
Patient had post-operative hematoma that was 3cm x 4cm in size. The user reported that there was no indication for surgical intervention.